Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (50 mcg/ml), bupivacaine (20 mg/ml) and morphine (20 mg/ml) via an implanted pump. The indication for pump use was spinal pain, failed back syndrome - other, and non-malignant pain. Information was received from a healthcare professional (hcp) via a company representative on 01-jul-2016 and it was reported that the hcp was alleging catheter occlusion and planned to replace the catheter today. The pump was at minimum rate. The hcp initially noted "significantly" more volume than expected during a pump refill on (B)(6) 2015. On (B)(6) 2015, a (B)(6) study was done and they suspected a kink. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.